Manufacturer narrative:
Initial and final MDR 1925557 - MDR 3003442380-2024-11275 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-feb-2024, it was reported that the two infusion set was fell off during use. The infusion set is long for 1.5 days. No further information available.